Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Mechanical evaluation would not confirm or refute the reported patient complications.

Event description:
According to the available information, the device was explanted due to infection.